Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00597. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat urinary incontinence and vaginal prolapse. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic and back pain, painful intercourse, urinary and vaginal infections, psychological and emotional suffering. (B)(4).